Event description:
Plaintiff was employed as a nursing assistant, anethesia tech, stock clerk and inventory controller who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges developing a latex allergy.